Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vital probe broke intra-operatively but that there was no patient harm or procedural impacts as another probe was available for use.